Manufacturer narrative:
The device was returned to zoll medical and the reported malfunction was observed during testing. The main was replaced to resolve the problem. Analysis of reports of this type has not identified an increase in trend

Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.